Event description:
The rptr indicated that the device was explanted due to loss of pacing. The physician performed a capacitor reform because the device signified that it was time for one. He was unaware that you should program asynchronous during a reform for dependent pts. The physician followed the same procedure he had always used for reforms, but in this case, there was a 30 sec pause before pacing was seen again. Pt is pacer dependent and went into cardiac arrest. The rptr performed a manual reform and it took about four secs before pacing was observed and charge times were around twelve secs. The rptr also stated that the device may be near end-of-svc.